Event description:
Additional information was received from the consumer who reported that the overdose occurred in (B)(6) 2019. Per the reporter that night after the refill, the patient was so sick but did not say anything and gave himself a bolus. The next morning the day after the refill, they took the patient to the ER (emergency room) there was no way they could shut it off and the ER healthcare provider told them if they had not gotten the patient there when they did, he would not have made it. After they ¿cut it off pretty much¿ and left the patient with nothing. The patient went for a week with nothing, they left him to detox off of hydromorphone. The next week the patient saw their healthcare provider. The patient and their spouse were upset they had to go to the ER. Per the reporter, somehow they fixed it after the overdose and stated that the pump has not been filled since august 2019, they let the patient go for 10 months. The patient messed up his heart so bad since then the patient was put on nitroglycerin because it messed up his heart so bad, it has just been a mess, the patient was 39 years old. The patient was no longer seeing their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_prog, lot/serial#: unknown, implanted: n/a, explanted: n/a, product type: programmer, physician; ubd: n/a, UDI#: n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 8 mg/ml of dilaudid at an unknown dose via an implantable pump. The consumer stated in 2019 the last healthcare provider that filled the patient's pump increased the drug by 10 times instead of increasing the drug by 10% and "almost killed" the patient. It was reported this occurred six months ago. The patient was looking for a new physician. No further information was provided.